Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or any malfunction that could have contributed to the reported hyperglycemia and infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." If an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Customer reported blood glucose levels were high and the cannula appeared to be kinked. Also reported having an infection. No additional information was provided. The pod was worn between 36 and 48 hours.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No kink was observed in the cannula. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.